Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that her blood glucose has been over 450 mg/dl for the past 24 hours while she was insulin pump therapy. She did not develop any symptoms at the time of concern. The patient reportedly switched the infusion site but the elevated blood glucose did not abate. When she took insulin via syringe, her elevated blood glucose resolved to 193 mg/dl. It was noted that the patient was following a low glycemic index diet and avoided carbohydrate intake after 3 pm. When she drinks a hi protein shake and has elevated blood glucose readings, she takes a combo bolus insulin dose. Although the patient indicated that she is eating 4-5 times per day, the bolus history records only one bolus insulin dose in the past 24 hours. During troubleshooting, the patient indicated that she has been exercising more and lost 3 pounds. Her body composition reportedly is changing. The animas representative advised the patient to reevaluation his infusion set due to the change in her body composition. It was discovered that the am/pm was not set correctly. The am/pm issue was resolved with training. This complaint is being reported because the patient had the wrong am/pm setting on the subject pump and subsequently had elevated blood glucose above 450 mg/dl.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.